Event description:
Customer reported a malfunction alert with code malf 9 displayed. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. Customer understood instructions to continue using the pump and to call back if the issue reoccurs.